Event description:
Pharmacy called for user. The only information provided was that the ambulance was called due to high readings on the device. No treatment information was provided. Attempts to reach customer for more information were made. Not provided if quality controls were used. Requested return of suspect device and replacement was sent.